Manufacturer narrative:
While the sample is expected to be returned for evaluation it has not been received at this time. Photos were provided and reviewed. Based on the photo evaluation root cause cannot be determined at this time. Photos confirmed the reported condition. The inner protective sleeve is pushed into the seal of the sterile pouch. Following the return and evaluation of the sample a supplemental MDR will be submitted to document our findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Patient information has not been provided due to the local confidentiality laws.

Event description:
It was reported that the inner package of the 3dmax was found to be compromised before the surgery. Another device was used for the case. Sample is expected to be returned for evaluation.

Manufacturer narrative:
The sample was received in a soft envelope. The product outer carton was received open at both ends and flattened. Inside was the inner tyvek pouch. The tyvek pouch was found to be opened at the bottom end and not from the intended chevron end and contained the protective clamshell tray with the 3dmax mesh contained within the tray. It was observed that to one side of the chevron end the clamshell tray was pushed all the way through a portion of the chevron seal creating a breach in sterility. On the opposite side of the chevron end it was observed that a portion of the clamshell tray was pushed up into the chevron seal, however did not breach the seal all the way through. There was no damage to the protective clamshell tray, nor was the 3dmax mesh damaged. As designed the protective clamshell tray should not move within the tyvek pouch. Both are a light weight material that does not allow for a single component to move on its own and when in motion would move together. In order for the clamshell tray to move within the tyvek pouch a significant exterior force, would need to be applied to the clamshell tray. Seal evidence is present on both ends of the pouch. The evaluation finds that the tyvek pouch seal was breached by the protective clamshell tray. It can be determined that at some point following distribution, the device came into contact with a force great enough to cause the damage observed. However, at this time we are unable to determine the method by which the force was applied. A review of the manufacturing records was performed and found that the lot was manufactured to specification.